Event description:
Based on additional information received on 22-mar- 2018, this case initially considered non-serious was upgraded to serious as the previously reported non serious events of trouble walking and pain in the knee were now considered serious with seriousness criteria as required intervention for both. This spontaneous case from (B)(6) was received on (B)(6) 2018 from patient this case concerns (B)(6) female patient who initiated treatment with synvisc one and after 35 days had trouble walking; after few days had pain in the knee. Patient also reported that she had not yet had any effect since the injection (device ineffective), no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/ lot number and expiry date: unknown). On the same day, had pain in the knee. Patient reported that she had pain for 3 days. On (B)(6) 2018, after a latency of 35 days, patient had trouble walking due to her knee. The patient still had the problem of trouble walking and pain in the knee. Corrective treatment: methylprednisolone acetate (depo-medrol), bupivacaine hydrochloride (marcaine), lidocaine hydrochloride (xylocaine) and cortisone for trouble walking and pain in the knee outcome: not recovered for trouble walking and pain in the knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both additional information was received on 26-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Follow up information was received on 01-feb-2018. No new information was received. Additional information was received on 22-mar-2018 from the patient. This case initially considered non-serious was upgraded to serious as the previously reported non serious events of trouble walking and pain in the knee were now considered serious with seriousness criteria as required intervention for both. The corrective treatment medications for the events of trouble walking and pain in the knee were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-mar-2018: this case concerns a patient who received treatment with synvisc one and later experienced difficulty walking after experiencing pain in knee. The causal role of suspect product in occurrence of the event cannot be excluded on the basis of significant temporal relationship. Further information regarding medical history, concomitant medications and past drugs will aid in medical assessment of the case.